Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Customer consumed honey and drank a coke to address bg.